Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery (lad). A 3.5x23mm xience skypoint drug-eluting stent (des) was implanted in the mid circumflex, followed by a 2.5x12mm xience skypoint in the ostial circumflex and concluding with a 2.75x28 xience skypoint in the left main. All three xience skypoint's were implanted successfully without issue. Post procedure the patient became unresponsive and pulseless ventricular fibrillation was noted. Angiogram confirmed thrombosis in all three implanted stents. The patient was brought back into the cath lab and CPR was performed but the patient expired. A clinical delay was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The reported patient effect of thrombosis is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional devices referenced in b5 are filed under separate medwatch report numbers.